Event description:
MDR decision date: (B)(6) 2012. No serious injury alleged. Malfunction alleged. Dealer states that patient was using the shower chair on (B)(6) 2012. He alleges that the patient leaned back and the back of the shower chair came completely off. Dealer states the therapist caught the patient to avoid injury. Dealer states that therapist put the back on, and the same incident happened again. MDR filed.